Event description:
New information available on (B)(6) 2018 states that, there was atrial oversensing of small signals, seen on a merlin.net transmission on (B)(6) 2018. This caused inappropriate mode switch as loss of a/v synchrony. Programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that the pacemaker device was found to be oversensing small signals on the atrial channel. This led to inappropriate mode switching (ams) and loss of av synchrony. The source of the issue is unknown. The device was reprogrammed. The patient's merlin transmission on (B)(6) 2018 did not show any new inappropriate ams. The patient was stable before, during and after the event and was not symptomatic.